Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended the patient call zoll and ask for an alternative type of patch. Outcome of the irritation is unknown.